Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/16/2015. The fse found that the secondary probe was loose in the ceramic pad on the blood sampling valve (bsv) module and replaced the pad assembly (that includes the secondary probe) to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 20ml from the probe wash on a coulter lh 500 hematology analyzer in manual mode. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.